Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and two non-boston scientific leads exhibited abrupt increases in impedance measurements. The right ventricular (rv) pace impedance was out of range, greater than 2,000 ohms and the right atrial (ra) lead was also showing abrupt increases within normal limits. There were also minute ventilation chop events labeled as anti-tachycardia responses. Technical services (ts) noted abrupt increases in impedances over the last year, indicating a spring contact issue with the device. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and two non-boston scientific leads exhibited abrupt increases in impedance measurements. The right ventricular (rv) pace impedance was out of range, greater than 2,000 ohms and the right atrial (ra) lead was also showing abrupt increases within normal limits. There were also minute ventilation chop events labeled as anti-tachycardia responses. Technical services (ts) noted abrupt increases in impedances over the last year, indicating a spring contact issue with the device. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the "description" field for more information regarding the specific circumstances of this event.